Manufacturer narrative:
Result: worn fowler brake.

Event description:
It was reported by svc report that the head drifts down. It is unk if there was pt involvement or adverse consequences to report.